Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, resistance was felt by retraction of the clip delivery tube. The access ports were used but did not work. The device was gently removed successfully. The vascular access was closed and dry. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.